Event description:
As reported via legal documentation, on or about (B)(6) 2020, this patient underwent revision of her right knee due to implant loosening and significant synovitis. On or about (B)(6) 2022, approximately 2 years and 6 months after their first revision surgery, the patient underwent another revision surgery of her right knee due to mechanical failure. During the revision surgery, the surgeon noted that there was "large effusion with extensive poly wear synovitis throughout the knee" and that there was "medial tibial osteolysis with areas of bony erosion" the subsequent post-operative diagnosis confirmed that the patient's right total knee arthroplasty failed due to significant loosening, which is related to the failure in the polyethylene. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Pending investigation. D10. Concomitants: (B)(6), 02-012-60-1440 - logic stem ext 14mm x 40mm. (B)(6), 02-022-35-3013 - truliant tib imp ps insert sz 3 13mm. (B)(6), 02-022-45-3030 - truliant tib fit tray cem sz 3f / 3t.

Manufacturer narrative:
H6: corrected the following: health effect - clinical code, impact code, medical device code, component code, type of investigation, investigation findings, investigation conclusions. The reason the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and loosening or due to inclusion of the polyethylene in the packaging recall. However, the reported prosthesis wear and loosening could not be confirmed and potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided. Additionally, a contributing factor to the reported wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years.